Manufacturer narrative:
Complete information for patient information, patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant white blood cell (wbc) results on cell dyn sapphire for one patient. The results were provided: on (B)(6) 2020 sid (B)(6) wbc initial =0.002/ul / repeated wbc=13.0/ul , rbc initial=4.09/ repeat=4.31, hgb initial =112 g/l / repeat=114, plt initial=670 k/ul / repeat=598. . There was no reported impact to patient management.

Manufacturer narrative:
During the subsequent site visit by the field service representative (fsr) the analyzer was inspected, cleaned, lubricated and a part replacement was performed. There have been no further occurrences of discrepant results after the part was replaced by the fsr. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. This review revealed no abnormal complaint activity and no trends were identified. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the cell-dyn sapphire analyzer serial number (B)(6) was identified.